Event description:
According to the reporter, during a laparoscopic gastrectomy, it was confirmed that the jaws of the reload connected to the powered stapler were in the closed state. An attempt was made to operate the opening and closing, but there was no response. There was no response even though an attempt was made to restart by pressing the green button. There was no response even though the adapter was reattached. When tried to remove the cartridge, it was removed with a normal force. However, there was no response even though it was reconnected, and the jaw remained closed. A new reload was connected and firing was performed normally. There was no patient injury. Medtronic's initial evaluation of the incident device found that the reload was partially fired and the interlock was engaged.

Manufacturer narrative:
D10. Concomitant product: sigpshell, sig power sigpshell control shell (lot# n5e1581y); sigphandle, sig power sigphandle handle (serial# (B)(6)); sigadaptstnd, sig power sigadaptstnd linear adapter (serial# (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the I beam was advanced and the jaw of the reload was closed. Functional testing found that the I-beam was manually retracted without difficulty. The reload was loaded into a representative handle. The reload successfully clamped and opened repeatedly without difficulty. The interlock was overridden and the reload was applied to test media. All remaining staples were placed, and test media was transected. The reload interlock was tested and found to function properly. It was reported that it was unable to perform clamp test. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: of device partially fired that has no relationship to the reported condition. Functional testing found that the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4.5cm cut line. Staple pushers were visible at the 5cm cut line. The most likely cause for the additional condition is the investigation found the unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Replication of this issue may occur when the firing handle has not been completely cycled. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.